Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive buttons/keypad due to critical pump error (open book image) alarm. Insulin pump was received with the case cracked behind the insulin pump at the corner of the belt clip rails.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming a critical pump error. The device won¿t stop beeping. A button was unresponsive. They could not clear the alarm or go into storage mode. The customer¿s blood glucose during the incident was 150 mg/dl. The insulin pump will be returned for analysis.